Event description:
It was reported that the patient experienced perforation. The right ventricular (rv) lead was explanted and replaced. No patient com plications have been reported as a result of this event.